Event description:
Surgeon reports he tore the capsule during the capsulorhexis. However, during lens insertion, the lens caught on the capsulorhexis opening and extended the capsular tear. The incision was enlarged, lens removed and wound was sutured closed. Pt's best corrected visual acuity was 20/30 -2 postoperative. Surgeon stated he did not feel there was anything wrong with the lens or delivery system.